Manufacturer narrative:
The insulin pump was received with currents within specifications. No blank display. Lcd board tested ok. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump quit working last night and he put in a new battery but it is still not working. Customer stated that the screen is blank. Customer reported that he woke up and went to the restroom before he noticed the pump was blank. Troubleshooting was performed and customer stated that the display did not return after inserting a new battery. Customer's blood glucose was 384 mg/dl in the morning. Customer treated with a humalog pen. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.